Event description:
Pain buster ball being inserted by doctor during hernia surgery. Dual catheter insertion sheaths broke subcutaneous in the patient and had to be removed by the doctor. Additional small incision had to be made. No patient harm.